Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6/7f mynx control vascular closure device (vcd) malfunctioned and ruptured. There was no reported patient injury. The balloon went up slow and then burst during prep of the device. The balloon was prepped as per the instructions for use (IFU). Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of 6/7f mynx control vascular closure device (vcd) malfunctioned and ruptured. There was no reported patient injury. The balloon went up slow and then burst during prep of the device. The balloon was prepped as per the instructions for use (IFU). Additional information was requested but not provided. The device will be returned for evaluation. One non-sterile 6/7f mynx control vascular closure device was involved in the reported complaint and was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in the manufacturing position and was fully covered by the sealant sleeves. About the sealant sleeve condition, no abnormal conditions were observed. No catheter sheath introducer was returned for this evaluation. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Functional analysis: the balloon was tested through an inflation and deflation functional analysis. No issues related to the reported event were observed, as the balloon inflated and deflated as expected. The reported ¿balloon loss of pressure¿ was not observed through analysis of the returned device. The exact cause of the reported event cannot be conclusively determined as no anomalies or ruptured condition was found on the balloon material during functional analysis, the balloon inflated and deflated as expected. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the reported event as the device passed functional testing. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the information provided nor product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.